Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-mar-2023 by a physician which refers to a 35-year-old female patient. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with restylane defyne on (B)(6) 2021 and sculptra on (B)(6) 2022. On an unknown date, the patient received treatment with 0.2 ml of restylane defyne (lot 20819-1) to nasolabial fold using cannula 25g with unknown injection technique. After treatment, the patient had experienced haematoma (implant site haematoma) and ischaemia symptoms (implant site ischaemia). The patient was injected with hylase [hyaluronidase] 300 iu and hcp recommended warm compresses. The improvement was observed and there was reduction of ischaemia symptoms. On the next day of hylase treatment, the colour of the skin was marbled (livedo reticularis) on the right side of the nasolabial fold, nose and forehead. The patient was again injected with 100 iu of hylase but there was no improvement. The patient had received treatment with multiple hylase administration including usg monitoring, polfilin [pentoxifylline] 400 mg, aescin [escin], floxal [ofloxacin] ointment, heviran [aciclovir], aspirin [acetylsalicylic acid], heparin gel [heparin sodium] and hyperbaric chamber. Outcome at the time of the report: ischaemia sysmptoms was recovering/resolving. Haematoma was recovering/resolving. Colour of the skin was marbled was recovering/resolving. Tracking list: v.0 initial: v.1 fu received on 14-apr-2023 from the same reporter: past filler treatments, suspect device lot number, expiry date, corrective treatment details and outcome of events were updated.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of haematoma at implant site and livedo reticularis were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection of the filler intravascularly or in the vicinity of blood vessels, leading to occlusion or compression of blood vessels and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane defyne: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-mar-2023 by a physician which refers to a 35-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. Concomitant medication included polfilin [pentoxifylline] 400 mg. On an unknown date, the patient received treatment with 0.2 ml of restylane defyne to nasolabial fold using cannula 25g (unknown lot number and injection technique). After treatment, the patient had experienced haematoma (implant site haematoma) and ischaemia symptoms (implant site ischaemia). The patient was injected with hylase [hyaluronidase] 300 iu and hcp recommended warm compresses. The improvement was observed and there was reduction of ischaemia symptoms. On the next day of hylase treatment, the colour of the skin was marbled (livedo reticularis) on the right side of the nasolabial fold, nose and forehead. The patient was again injected with 100 iu of hylase but there was no improvement. Outcome at the time of the report: ischaemia symptoms was not recovered/not resolved/ongoing. Haematoma was unknown. Colour of the skin was marbled was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of haematoma at implant site and livedo reticularis were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection of the filler intravascularly or in the vicinity of blood vessels, leading to occlusion or compression of blood vessels and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane defyne-no corrective or preventive actions are deemed necessary based on the performed investigations.